Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed without issue. A second clip was deployed, and immediately after, a tear was observed on the anterior leaflet. Despite this, mr was reduced to grade 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions in conjunction with patient anatomy (restricted leaflets). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment/intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.